Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by hosp personnel that the pt has remained in the hosp from the first lvad implant. The pt was experiencing power fluctuations and an increase in lactate dehydrogenase (ldh). A decision was made to exchange one lvad to another lvad. Upon removal of the lvad, a clot was observed in the pump.